Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a renal interventional procedure. Reportedly, suture deployment of the proglide device was uneventful. While the physician was advancing the knot to the top of the artery, the knot grabbed subcutaneous tissue and the skin started to make a "sinkhole", the subcutaneous tissue would go down into the tissue tract/arteriotomy. The guide wire was still in place and was being removed during knot advancement. The guide wire was then removed and the physician tried to use hemostats to slowly back the suture out, but the suture broke. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions, advancing the knot with the guide wire still in the patient. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device cannot be completed. Reportedly, the knot was advanced with the guide wire in place. The proglide instructions for use indicate: do not advance the knot with the snared knot pusher or the suture trimmer until the wire has been completely removed from the patient. A definitive cause for the reported event could not be determined; however, user technique may have been a contributing factor. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.